Event description:
Following the acquisition of the blood sample the clinician inserted the needle into the gel-filled sheath. When the procedure was complete, the clinician reached to pick up the syringe and the gel-filled sheath came off resulting in a needlestick to their finger.